Event description:
Bovine collagen test site became red the same day and is still pink after one month. Follow up findings from the physician revealed that the test site is still indurated and has flare ups of erythema more than three years after the bovine collagen test was administered. The event is being reported as a permanent injury per inamed's agreement with the FDA.